Event description:
The right hepatic vein was stapled. A minute later, the staple line "blew out." The staple live did not stay together after firing. The stapler was removed from the field and replaced with a new stapler.